Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported the buttons were unresponsive on the insulin pump. The customer also reported the insulin pump was frozen at the startup screen. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.